Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. Customer returned photos of a 3/10cc syringe. Customer states that the needle with the shield was separated from the hub. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA# 1630423 has been opened to address this issue.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6): "the needle with the shied was separated from the hub."